Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough on five occasions. The customer assumes that there was not enough glue on the self adhesive plaster as they fell off immediately after applying them on the skin.